Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "when did the failure occur: during therapy. Reason of complaint: underinfusion of IV panitumumab. Vtbi 114.5 milliliters (ml) and rate 269ml/hour expected to complete within 30mins. At the end of the 30 minute mark, observed still full bag. Line was removed (no flattening observed) and transferred to another pump to be completed without issues. Patient okay".